Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirms that implant has fractured. The lot number of the tray cannot be visually verified because it is assembled to the bearing. There is some discoloration on the tray. Device history record was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available radiographs identified the following: left tsa with slight inferior tilt of the glenosphere on images dated 5 years ago and 1-2 days prior to revision. No significant change in position. No obvious loosening or fracture. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Patient date of birth is an unknown date in (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). FDA code: phx. Concomitant medical products: compr srs prox bdy - sm 48mm cat: 211215 lot: 293830, comp rvrs shdr glen bsplt +ha cat: 115330 lot: 246470, comp rvs cntrl scr 6.5x35mm st cat: 115383 lot: 710590, comp locking screw 4.75x30mm cat: 180503 lot: 045530, comp locking screw 4.75x30mm cat: 180503 lot: 045530, compr srs ic seg - 60mm cat: 211225 lot: 818050, arcom xl 44-36 rtnv+3 hmrl brg cat: xl-115365 lot: 958990, compr srs mod rgx aug ¿ lg cat : 211229 lot : 611790, versa-dial/comp ti std taper cat: 118001 lot: 709109, comp rvrs shldr glnsp +6 36mm cat: 115316 lot: 955840, compr srs mod stem - 11x100mm cat: 211263 lot: 636950. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant fracture an unknown timeframe post implantation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.